Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer on (B)(4) 2011, the fiber tip melted at 169,985 joules. Per the customer, the physician hit a stone. Additionally, the customer reported the fiber was not clamped, but it was draped over the pt's leg. There was no contact with the hosp equipment. Observations that led up to the incident were that there was a flash and then the fiber tip melted. No error codes were displayed on the console when this event occurred. No pt injury was reported.